Manufacturer narrative:
(B)(4) - product was requested to be returned for evaluation and has not been received. (B)(4).

Event description:
Customer reported that the alarm sounds intermittently. When weight is removed from the sensor, the alarm does not sound. The batteries were replaced with a new supply. There's no visible damage to the outside of the alarm. The alarm was being used with a new sensor pad, which has no creases or folds. There was no pt incident or injury reported.